Manufacturer narrative:
Qc and calibration recovered within established ranges at the time of this event. The specimen was collected in a lithium heparin pst tube. A field service engineer (fse) was dispatched to the customer's lab: a) the fse made necessary repairs to the ise system. (No specifics were supplied). B) upon completion of the repairs, the ise system was working within specifications. No add'l info regarding this event was provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high potassium (k) result from a single pt sample that was generated by the synchron lx20 pro instrument. A pt sample was tested for k and a result of 5.6mmol/l was obtained. The result was reported out of the lab. The lab re-run the sample for k and the repeated result was 4.8mmol/l. A corrected report was issued. Pt care was not affected as result of this event.